Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "error code e19". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection of the returned device, the error description provided by the customer, "error code e19", could be confirmed. The cause of the handpiece failure is a defective motor. This failure is due to a failure of the motor component. The event is filed under internal karl storz complaint ID: (B)(4).